Manufacturer narrative:
Gtin number: unknown since batch/lot number was not provided.

Event description:
A 20 mm amplatzer septal occluder (aso) was surgically removed due to presumed erosion that caused cardiac tamponade. Asd patch closure was performed.

Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.